Manufacturer narrative:
H3: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during decompression surgical procedure, the bur was broke while being checked for functionality outside the operating field, it was quickly replaced with a new serial number. No patient impact reported. Additional information regarding the patient impact was being followed up from the facility. On additional follow up there was no patient or staff impact associated in this event and one minute of the delay in the surgical procedure.

Manufacturer narrative:
H3: product analysis: evaluation of the device determined that tool fracture occurred on tapered portion of stem, just below head. Fracture site is discolored, indicating material was exposed to heat. Fracture face is rough and mostly perpendicular to stem the suspected root cause is due to tool made contact with metal while spinning, which weakened the stem material and induced fracture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during decompression surgical procedure, the bur was broke while being checked for functionality outside the operating field, it was quickly replaced with a new serial number. No patient impact reported. Additional information regarding the patient impact was being followed up from the facility. On additional follow up there was no patient or staff impact associated in this event and one minute of the delay in the surgical procedure. The procedure was completed with backup product.